Manufacturer narrative:
The insulin pump was received with a pump error 38 alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38 alarms.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had an multiple pump error. Customer's blood glucose value was 88 mg/dl at the time of the incident. Customer reports they were able to clear the alarm. Customer states they are not able to rewind the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.